Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to (B)(4) has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes.

Event description:
Patient reported left side "seroma," "pain," "irritation," and "expressed concern about the product." Device remains implanted.

Manufacturer narrative:
Information contained in this report has previously been submitted via psr on 22/jan/2019. A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported left side "seroma," "pain," "irritation," and "expressed concern about the product." Device remains implanted.